Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2016-00438.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report #: 1627487-2016-00438. It was reported the patient ((B)(6)) lost stimulation. Diagnostic testing identified no anomalies. In turn, surgical intervention was undertaken. During the procedure lead and extension diagnostic testing revealed high impedance measurements. As a result, the physician explanted and replaced the patient's lead and extension. Additionally, physician electively explanted and replaced the patient ipg with a new model. Therapy was restored to the patient post-operatively. The date of event is unknown. The implant dates for the following devices are unknown:model: 3716, scs ipg; model:1192, scs anchor.

Event description:
Device 1 of 2: reference MFR. Report #: 1627487-2016-00438.